Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump failed downstream occlusion test. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: h3, h6, h11 h11: the device was received for evaluation. During evaluation, the reported problem of 'failed downstream occ test' was reproduced. The flowline performed downstream occlusion testing and the downstream occlusion test failed. A review of the event history log (ehl) revealed occurrences of 'failed downstream occ test' messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be an out of calibration downstream sensor and an out of adjustment downstream tubing guide. The downstream tubing guide will be replaced and the downstream sensor will be calibrated to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted.